Manufacturer narrative:
Internal components were evaluated which revealed that the o ring within the device was worn, due to which air was leaking from the housing of the device.

Event description:
It was reported that during testing there was an airleak from the pneumatic hose of the maestro drill. There was no pt involvement and no adverse consequences alleged with this event.